Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from an unspecified location. This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H4: the lot was manufactured between august 14, 2023 and august 15, 2023. H10: the actual device was received for evaluation. A functional leak test was performed by manually filling the bladder with green color water. During fill, evidence of leak was observed from the solvent-bonded junction of the tubing and stressmember near the fill port area. The tubing outer diameter and the stressmember inner diameter were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore caused the leak. The reported condition was verified. The cause of the inadequate tubing insertion depth due to an assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.